Event description:
A customer observed negativity biased lithium qc results on the vitros 950 analyzer. No biased pt results were reported. Biased results of the magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.